Manufacturer narrative:
Follow-up #1: date of submission 06/02/2017 - device evaluation: the pump has been returned and evaluated by product analysis on 05/15/2017 with the following findings: during investigation, the keypad was found to be intact; no damage was observed. During testing the down arrow button was found to be intermittently unresponsive. All other keypad buttons were found to function appropriately. The keypad cover was removed and the down button contact was observed to be cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter: (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the down arrow button was under responsive. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.